Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a discrepancy between the sensor glucose reading and the blood glucose reading. The sensor glucose reading was 235 mg/dl compared to the blood glucose reading of 400 mg/dl. The customer stated she had a high reading because she just ate carbs and did not bolus correctly. The customer reported a cal error alert and a change sensor alarm. The customer changed the sensor. The sensors were replaced, however, nothing was returned for analysis.